Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05477. The patient has two, (model) 3166 leads from the same lot. It was reported the patient will undergo surgical intervention due to never receiving effective therapy.